Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, approximately six minutes remaining into the ablation phase of the procedure, a fluid loss alarm was received. The uterine cavity and vaginal space were assessed; an ellis clamp was then placed on the left lateral side of the cervical opening. The case was continued and after a minute another fluid loss alarm was observed. The cavity was reassessed and a second clamp was engaged on the right lateral side of the cervical opening. The case was completed successfully. Post procedure, the physician performed final assessment and it was noted that there was slight blanching on the patient's vaginal space outside of the cervical opening. There was treatment required for the vaginal burn. The patient¿s condition at conclusion of the procedure was reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.